Event description:
Reference MDR #1219856-2010-00669 for the first event involving the same pt. It was reported that they opened another iab-05830-lws catheter. The md inserted the 8fr wire-reinforced sheath & again once he tried to advance the intra-aortic (iab) over the spring wire guide (swg). Down the sheath he had resistance & removed the iab catheter immediately & then removed the sheath. He kept the swg in place in the femoral artery & they inserted the 8fr ptfe sheath. He started to advance the iab over the swg down the sheath without any problems. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was listed as 10 mins or less. The pt outcome is listed as "pt in intensive care unit & stable intra-aortic balloon pump (iabp) still connected to pt on ratio of 1:1 the day after the event occurred." Additional info received from (B)(6) on (B)(6) 2010 stated that professional nurse (pn) scrubbed for this case. (She does not have a lot of experience in cath lab & is still training). She opened the iab tray & passed the fiberoptic connection, together with the cal key, to the clinical engineer to zero the catheter prior to insertion of the iab into the femoral artery. She then removed the catheter from the tray & prepped it outside the tray while md was busy inserting the sheath & the swg. This could cause the iab to unwrap prior to inserting it down the sheath. On collecting the product from the cath lab, I spoke to pn & gave her in-service training on the preparations & insertion procedure. She was not aware that she should not remove the catheter from the tray until the swg is insitu. I also asked this account to use the ptfe sheath rather than the wire-reinforced sheath & they informed me that they have never had a problem like this before & with the training I gave to pn they feel that they would not have this problem again in the future & prefer to use the wire-reinforced sheath because it has the side arm that the ptfe sheath does not have. (This account only uses the saf sheaths for all their cases).

Manufacturer narrative:
(B)(4).